Event description:
An internal battery in the ventilator did not hold charge. It only lasted to operate for about 1.5 minutes after charging to power source for 15 hours. Although it gave audible alarm before stop delivering gas. It was not appropriate timing as a warning before the internal battery was empty.